Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately .221" x .651" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips tips is typically attributed to misuse or mishandling, such as excess force applied to the instrument jaws. Event verification: a review of the instrument log (attached) for cadiere forceps (part 471049-07/n10201103 0006) associated with this event has been performed. Per logs, the cadiere forceps last used on (B)(6) 2021 on system sk0806, with 4 lives remaining.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the cadiere forceps tip fell off the instrument. The procedure was completed with no reported injury. The cadiere forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.